Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had a pneumothorax two days after the right video-assisted thoracoscopic surgery wedge resection/right lobectomy due to pulmonary nodule on the handle and five reloads. Chest x ray was done and a small pneumothorax at the right apex persisted of about 15 percent. Chest tube was required to treat the pneumothorax. The patient was hospitalized for seven days.